Manufacturer narrative:
Device evaluation the device related to the reported event rupture and capsular contracture received on (B)(6) 2024, with lot number#: 1567441. Based on the device analysis grid, the assessments of the complaint are: rupture: not observe. Capsular contracture: unable to observe, as it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11jan2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted.